Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial began (B)(6) 2021. It was reported that their lead broke the day prior, they had spoken to someone about this. They noted the therapy was on at the time of the report and they were waiting on further instruction. Contributing factors and resolution were unknown. No patient symptoms were reported.